Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 500 mcg for a total dose of 99.91869 mcg/day and bupivacaine 5 mg for a total dose of 0.99919 mg/day via an implantable pump. It was reported on (B)(6) 2021 examination revealed swelling at the pump site incision. Approximately 30 mls of straw colored seroma fluid was aspirated from the swelling over the pump pocket site. Cultures and samples were sent out/submitted and there was no growth. There was no signs or symptoms of infection. No action was taken. The outcome was noted as ongoing. The clinical diagnosis was midline lumbar swelling at the pump incision site. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2021. No further complications were reported/anticipated. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient denied any side effects. Examination revealed there was no apparent signs of infection or swelling at the surgical pump site. No further complications were reported/anticipated. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2022 the patient experienced pain near the pump site. The patient was advised to wear loose clothing or add a layer to prevent irritation. Additional information was received from the healthcare provider via a clinical study indicated that there was a 1cmx1cm wound over medial pump site. The patient was referred to wound care. Additional information was received from the healthcare provider via a clinical study indicated that the pump will be moved to the abdomen.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a clinical study indicated that the pump was repositioned into new right abdominal pocket site.